Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when she was changing her site. The insulin pump also alarmed no delivery during boluses. The customer changed her infusion set the night before but woke up with a blood glucose level of 447 mg/dl. She received a no delivery alarm after she bolused. The alarm was resolved with a complete set change. The device was not returned.